Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt never had therapeutic effect. The pt had not been getting good results since implant. The pt did not have a trial due to there "not being enough time". The pt had been going to the healthcare provider's office every week for device reprogramming. The pt had been exercising and when she went to lay down the device flipped - "jabbing straight out". It was also noted that the pt felt like the device "would ramp up" and cause discomfort and her foot to shake at random times. The tp had scheduled a date for device removal. Add'l info was requested.